Event description:
During a laparosocpic removal of an ovarian cyst. The safety shield did not retract. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.